Event description:
A hospital in (B)(6) reported the tip of a cranial screw broke during insertion. The surgeon took out the fragment and used another screw to complete the procedure. The surgery was delayed about 30 minutes.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the eval process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative:investigation coordinated by synthes (B)(4). Report received indicates only the screw was received for investigation. The broken off threaded body of the screw is missing. The measurable dimensions of the available fragment were checked and found to meet the specifications. The manufacturing documents revealed that the correct manufacturing process and the correct material were used. It is possible that a mechanical overloading situation caused the breakage. No product or material related irregularity was found. (B)(4): placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.